Event description:
While wearing the external equipment, the patient reportedly experienced uncomfortable sensations and sound quality issues. The patient was seen at the center for device evaluation. The decision was made to explant the patient's device. The patient's device was explanted. The patient was re-implanted with another implant.